Event description:
The sales rep reported during a hip procedure, the surgeon noticed that the customer's vapr s90 electrode was not ablating correctly, so he removed the electrode and noticed a piece of the tip was missing. He retrieved the metal fragment, and opened another device from the same lot number and stated that electrode sparked both within and outside the joint. He was towards the end of the procedure, so he completed the procedure without any other electrodes with no patient consequences. This extended the surgery time only a few minutes. See associated medwatch # 1221934-2014-00182.

Manufacturer narrative:
Visual inspection of the first electrode under magnification confirmed a piece of the active metal tip was broken and missing. Upon visually inspecting the second electrode under magnification, it was noted that the ceramic tip of the electrode has melted. This melting of the tip would lead to electrode sparking, confirming the complaint. No functional testing could be conducted due to the device condition. Based on the previous investigations of similar failures, it was noted that the active tip likely melts and disintegrates by the introduction of another instrument such as a scope during the procedure. The IFU states ¿observe extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and the adjacent metal object may result in product damage.¿ furthermore, it was reported that the device was activated outside the joint. It is contrary to the precautions stated in IFU that the electrode should only be activated in irrigation fluid. There is no information available if the two electrodes were brand new or reprocessed. These two failures could be attributed to device misuse. A batch record review has been conducted to and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The 12 month complaint rate for this failure was reviewed against the risk analysis document and was found to be within the expected rate. The risk associated with this failure is minimal and therefore, at this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported during a hip procedure, the surgeon noticed that the customer&apos;s vapr s90 electrode was not ablating correctly, so he removed the electrode and noticed a piece of the tip was missing. He retrieved the metal fragment, and opened another device from the same lot number and stated that electrode sparked both within and outside the joint. He was towards the end of the procedure, so he completed the procedure without any other electrodes with no patient consequences. This extended the surgery time only a few minutes.see associated medwatch # 1221934-2014-00182.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.